Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a proximal pancreaticoduodenectomy, during use, the needle disengaged from the thread. The device occurred consecutively. Another device was from another lot used to complete the case. There was no patient injury.